Event description:
It was reported that the patient had fallen on her implant on new year's eve. Swelling was present for at least six weeks. During activation, with very small amplitude settings, the patient perceived unpleasant sensations. Patient also perceived unpleasant hearing sensations whilst conducting in situ testing on electrode channels 1, 6 and 12. External components were ruled out. Re-implantation is considered.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.